Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed

Event description:
Information was received from a health care professional via a manufacturing representative regarding a patient in (B)(6) who was receiving hydromorphone (unknown dose and concentration) via an implantable pump. The patient's medical history was chronic pain. The pump stalled while implanted prior to elective replacement indicator (eri). It was noted that the hydromorphone being infused was a factor that may have led or contributed to the issue. The pump was removed, replaced and would be returned, the catheter remained implanted. There were no patient symptoms mentioned. At the time of this report, the issue was not resolved and patient status was alive - no injury additional information received from the manufacturing representative on (B)(6) 2016 indicated that the dose and concentration of the drug was unknown. The indication for use was chronic back pain.

Manufacturer narrative:
Analysis results revealed gear train anomalies due to corrosion and/or wear and/or lubrication and stall due to shaft bearing. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.